Event description:
Device 2 of 2. Reference: 1627487-2011-04061. The patient received her scs system on (B)(6) 2009. It was reported, the patient is feeling intermittent surges and shocks. In addition, there was reported loss of stimulation. Lead contacts 1-8 were reported with low impedance. An x-ray was performed, showing the leads have slightly pulled out of position. The physician will work with the patient for the next course of action, but no revision is scheduled at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.